Event description:
Customer reported that a technician scanned the incorrect patient barcode for a sample and it populated the demographics from a previously run sample. The customer reported that they caught the problem immediately. There was no report of injury due to this event.

Manufacturer narrative:
Siemens technical solution team found out that customer had not disabled the patient list feature as indicated in the urgent field safety notice # 30652. Customer had disabled the patient list button. Instrument is performing as intended.